Event description:
Knee was opened and noted to be infected. Implants removed, surgeon will revised in 2 months.

Manufacturer narrative:
Summary of evaluation: the tibial insert and patellar component can not be evaluated as they have not been returned to co but rather have been retained by the pt. A review of the device history records found that no discrepancies were reported during manufacture. The info provided indicates that the cause of this event is infection and is threfore not device related.